Event description:
It was reported that the customer received a no delivery alarm. The customer stated that she was attempting to place a new reservoir and infusion set while filling the tubing when she received the alarm. The customer stated that she received a motor error alarm afterwards. The customer's blood glucose was unknown. Troubleshooting could not be performed at the time of the call. Advised customer to do a complete set change as soon as possible. Advised to call back when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.